Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical malfunction was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that due to recurring incontinence and mechanical failure, the patient had his artificial urinary sphincter (aus) removed and replaced. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence and mechanical failure, the patient had his artificial urinary sphincter (aus) removed and replaced. Should additional information be received, a supplemental report will be submitted.